Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in an adult female patient who had essure inserted for female sterilization. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: various physical symptoms developed after the treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-sep-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstruation') in an adult female patient who had essure (batch no. B02271) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), musculoskeletal pain ("joint and muscle pain"), fatigue ("fatigue") and mood swings ("extreme mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. In 2016, the musculoskeletal pain, fatigue and mood swings had resolved. At the time of the report, the heavy menstrual bleeding had not resolved. The reporter provided no causality assessment for fatigue, heavy menstrual bleeding, mood swings and musculoskeletal pain with essure. The reporter commented: that the essure insertion was in 2014. Lot number: b02271. Manufacture date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-nov-2021: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstruation') in an adult female patient who had essure (batch no. B02271) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), musculoskeletal pain ("joint and muscle pain"), fatigue ("fatigue") and mood swings ("extreme mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. In 2016, the musculoskeletal pain, fatigue and mood swings had resolved. At the time of the report, the heavy menstrual bleeding had not resolved. The reporter provided no causality assessment for fatigue, heavy menstrual bleeding, mood swings and musculoskeletal pain with essure. The reporter commented: that the essure insertion was in 2014. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new adverse events reported: heavy menstruation, joint and muscle pain, fatigue and extreme mood swings, their outcomes, essure batch number and its start and stop dates, medical history. The adverse event medical device removal was added as a non-drug treatment for heavy menstruation. The patient´s initials were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('heavy menstruation') and allergy to metals ('nickel allergy') in an adult female patient who had essure (batch no. B02271) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis, muscle disorder and abdominal symptom. Concurrent conditions included irritable bowel syndrome and abdominal symptom. In 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), allergy to metals (seriousness criterion intervention required), musculoskeletal pain ("joint and muscle pain"), fatigue ("fatigue") and mood swings ("extreme mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. In 2016, the musculoskeletal pain, fatigue and mood swings had resolved. At the time of the report, the heavy menstrual bleeding had not resolved and the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, heavy menstrual bleeding, mood swings and musculoskeletal pain with essure. The reporter commented: that the essure insertion was in 2014. Removal was performed at patient's request. Removal methods: unknown, performed by gynaecologist diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Lot number:b02271 manufacture date:2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-dec-2021: essure device removal questionnaire was received and the following information was provided: patient's height, weight, medical history, concurrent conditions and new event nickel allergy were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('heavy menstruation') and allergy to metals ('nickel allergy') in an adult female patient who had essure (batch no. B02271) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis, muscle discomfort and abdominal symptom. Concurrent conditions included irritable bowel syndrome, abdominal symptom and gastrointestinal pain. In 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), allergy to metals (seriousness criterion intervention required), musculoskeletal pain ("joint and muscle pain"), fatigue ("fatigue") and mood swings ("extreme mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. In 2016, the musculoskeletal pain, fatigue and mood swings had resolved. At the time of the report, the heavy menstrual bleeding had not resolved and the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, heavy menstrual bleeding, mood swings and musculoskeletal pain with essure. The reporter commented: essure insertion was in 2014. Removal was performed at patient's request. Removal methods: unknown, performed by gynaecologist. The reporter could not state with certainty that essure contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Lot number:b02271. Manufacture date:2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: essure device removal questionnaire received - patient's concurrent condition added. The reporter could not state with certainty that essure contributed to the occurrence of the events. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in an adult female patient who had essure inserted for female sterilization. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: various physical symptoms developed after the treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.